Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. There was a deep hole noted on the distal end of the device. Additionally, the device failed leak testing. Furthermore, there was a cut noted on the bending section and bending section cover of the device. The condition of the device likely contributed to the user's reported event. The device has been repaired and returned to the user facility. The exact cause of the reported event could not be conclusively determined at this time. However, an olympus endoscopy support specialist (ess) has been on-site reprocessing training to the staff. If additional information is available at a later time, this report will be supplemented.

Event description:
Olympus was informed that three patient's tested positive for contaminants after being examined with a bronchovideoscope. In addition, limited information was provided by the user facility. Multiple attempts were made to gather additional information regarding the report with no result. This is two of three reports.